Event description:
It was reported that the external pulse generator was pacing inappropriately. The generator was replaced and returned for service. It was indicated that there were no patient complications associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and side bail covers are broken. Battery release, lead flex cover, and battery drawer are contaminated. Battery contacts are compressed. Keyboard is scratched (cosmetic).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4) analysis could not confirm the reported event. Upper and lower cases and side bail covers are broken. Battery release, lead flex cover, and battery drawer are contaminated. Battery contacts are compressed. Keyboard is scratched (cosmetic).